Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer ensured insulin was properly flowing by filling the tubing, changing the infusion set and cartridge, and then resuming insulin use. Reportedly, the customer uses admelog brand insulin, tandem technical support educated the customer this is off-label insulin. Reportedly, the customer does not remove the air during the load sequence which is off-label use.